Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are : product ID neu_unknown_lead lot# serial# (B)(4). Implanted: explanted: product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative of a clinical study reported that the stimulator and lead was explanted due to painful stimulation. There were 2 modifications noted.

Manufacturer narrative:
The event occurred in the united states. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3708160, serial# (B)(4), product type: extension. Product ID 3708160, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.